Manufacturer narrative:
Event date is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg became inoperable on an unknown date. As result, the patient¿s system was explanted.

Manufacturer narrative:
A patient had their system explanted and replaced due to an inoperable ipg was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.